Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: nexgen articular surface anterior constrained catalog # 00597603017, lot # 63707641. Stem extension straight 12mm dia x 100mm length(combined length 145mm), catalog # 00598801012, lot # 63682213. Tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using, catalog # 00598003701, lot # 63600569. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02316.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent a revision procedure due to dislocation of articulating components.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI: (B)(4). Concomitant medical products: articular surface anterior constrained size yellow, catalog #: 00597603017, lot #: 63707641; unknown femoral component. Examination of the returned device confirms the reported implant dislocation in-vivo. Knicks and gouges as well as black spots on the superior side as well as inferior lateral side damage were identified. The dimensions were found to be conforming where measured. Review of device history records identified no related deviations or anomalies. Per package insert nexgen cr, ps, cra, lps and lcck knee (87-6203-453-23 rev. D), dislocation is one of the known adverse effect of the tka procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.